Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection and was hospitalized. The patient experienced the following symptoms of infection: redness, ulcer and fever. The physician explanted the lead and provided antibiotics to the patient. The physician does not believe the infection was device related. The explanted lead was disposed by the facility and the patient is doing well.

Manufacturer narrative:
Correction to initial MDR in field b5.

Event description:
It was reported that the patient developed an infection in the back at the spinal cord stimulation lead site. The patient experienced redness, an ulcer, and a fever. The patient was hospitalized, underwent a lead explant procedure and was administered antibiotics. The infection was assessed to be likely due to poor wound care and not due to the device. The patient was doing well postoperatively. The explanted lead was disposed of by the medical facility.